Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: november 12, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the cartridge tip was slightly deformed and the plunger rod tip was bent, consistent with used product. Ophthalmic viscoelastic device (ovd) was observed inside the cartridge. The lens module and handpiece were inspected and no issues were identified. The lens was visually inspected and observed to be coated in viscoelastic residue. The lens was cleaned and inspected and no issues were observed. No further evaluation was performed. The complaint issue "uncontrolled delivery" was not identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling, prior to insertion, the preloaded monofocal intraocular lens (model dib00) advanced too quickly out of inserter. The cartridge tip came into contact with the patient's right eye; however, the lens was not inserted. There was no unplanned incision enlargement, sutures, or vitrectomy required, and no delay in the procedure. The issue did not prevent the patient to perform their daily activities. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.